Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that the patient was placed in a central vein catheter through peripheral venipuncture on (B)(6) 2024 according to the doctor's instructions, and the PICC tube was inserted on the same day. Until (B)(6) 2025, leakage was found during infusion, and later observation found that there was leakage at the end connector of the PICC tube. The catheter goes straight to a large vein near the heart. Immediately trim the connection head and part of the pipe, and the patient¿s condition is being closely monitored to determine if medication is needed.